Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only one gripper came down. Troubleshooting was performed per the IFU and attempted to lower them independent but had the same results. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. Two clips were implanted reducing mr from 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.